Event description:
This pt underwent the current procedure for embolization of large fusiform paraclinoid right internal carotid artery aneurysm. The aneurysm dome extended posterior and laterally. The full extent of the aneurysm is difficult to display angiographically because of tortuosity, the fusiform nature of the aneurysm, and also to some extent the coil mass in the contralateral left internal carotid artery aneurysm. During the procedure, the stent was detached/deployed covering the aneurysm neck. However, after detaching the stent, an attempt was made to navigate a non-cordis balloon across the neck/stent to assist in treating the aneurysm, and the stent migrated. The movement was such that the proximal end of the stent extends into the aneurysm. For this reason, it was felt that leaving the site untreated was not a good option. Given the potential instability of the stent its extension into the aneurysm, therefore, the decision was made to sacrifice the pt's artery. Additionally, during the procedure, verapamil 5mg was given due to catheter induced vasospasm. A 7french catheter was utilized brand unk.

Manufacturer narrative:
The pt was taking following medications aspirin, clonazepam, metformin, plavix, remeron, simvastatin, and xanax. Additional info will be submitted within 30 days of receipt.